Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade iii/IV" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade iii/IV.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. Device has been explanted.

Event description:
Healthcare professional reported right side capsular contracture, baker grade iii/IV. The device has been replaced.

Manufacturer narrative:
Correction to initial medwatch (B)(4), the correct aware date (g3) is: (B)(6)2022 additional, changed, and/or corrected data: d9 e1 g1 h3 h6 a visual analysis of the returned device identified: weight to the spec, wear abrasion, white calcification in the shell, crease fold and deformation. Cloudy and voids were observed after autoclave disinfection process. Based on the device analysis the final assessment is: there were no issues found related with the manufacturing process.